Manufacturer narrative:
This report is submitted on september 25, 2018.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during a MRI (1.5 tesla) on (B)(6) 2018. Revision surgery to replace the magnet is planned; however it is unknown if this has occurred as of the date of this report.

Manufacturer narrative:
It was reported that the patient underwent revision to have the magnet replaced on (B)(6) 2018. This report is filed on october 02, 2018.